Event description:
It was reported to siemens that a malfunction occurred while using the artis icono biplane. During an interventional procedure, the user reported potential high dose readings for two patients. The procedure was continued and finished using the same system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, & log file analysis. It was communicated that there were potential high dose readings for two patients. Nevertheless, the procedures were completed on the same system. No health consequence was communicated. Investigation showed that the anti-scatter grid was not correctly engaged. The dose regulation depends on the image quality, not the input dose of the detector. The presence of the anti-scatter grid is also considered. If the system recognizes the grid as "removed" but it is inserted mechanically, the image quality is affected, which led to a higher dose value than expected. Nevertheless, the accumulated dose is displayed and is correctly monitored by the system. The correct way to insert the anti-scatter grid, as well as how to identify if the anti-scatter grid is properly inserted, is described in the instructions for use. After proper insertion of the grid, the issue is resolved.